Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address pain. MRI showed 1.5 cm area around greater trochanter as suspicious. Update rec'd 2/4/2016: litigation received. Litigation alleges loosening and metallosis. Litigation doesn't state which component is loose at this time. If/when we receive more information we will update as needed. There is no new information that would change the existing investigation. This complaint was updated on: 2/11/2016. Update 02/06/2017 pfs and medical records received. After review of the pfs and medical records for MDR reportability, in addition to what was previously reported, medical records report that on (B)(6) 2008 the patient had an irrigation and debridement to address infection and only the femoral head was exchanged. This complaint will be updated to report all the other components present at the time of the infection. The complaint was updated: 02/20/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.